Event description:
(B)(4). Intermittent stabbing pain in my left lower abdomen shortly after insertion as well as mood swings and depression. In (B)(6) 2014 my joints began to ache, starting in my hands and shoulders. In (B)(6) 2014 I began treatment for rheumatoid arthritis. My periods have been irregular and increasingly heavy for the last two years and some have lasted three weeks.